Event description:
It was reported that there was a gel like substance on needle with a bd insyte¿ pnk 20ga x 1.88in. This occurred on 6 occasions prior to use. The following information was provided by the initial reporter, translated from chinese to english: it was found a gel like substance on the wall of the needle shell.

Manufacturer narrative:
H.6. Investigation summary: a quality engineer inspected the returned units and confirmed the reported observation of foreign matter. White and black foreign matter was identified on the needle cover of the opened product and was tested. The white substance was determined to be consistent with cellulose which can be found in wood, paper, and cotton. The black matter was determined to be steel coated with zinc. A review of the device history record revealed no irregularities during the manufacture of the reported lot. These substances may have been introduced to the product during manufacturing activities. The appropriate personnel have been notified of this event and a corrective action plan has been initiated to prevent future occurrences of this type. Customer complaint trends will continue to be evaluated on a monthly basis. If the trend of a specific type of complaint warrants additional action, resources will be assigned at that time. CAPA had been raised to address fm issue. Refer to CAPA# (B)(4). H3 other text: see section h.10.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a gel like substance on needle with a bd insyte¿ pnk 20ga x 1.88in. This occurred on 6 occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: it was found a gel like substance on the wall of the needle shell.